Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: saline mentor smooth round moderate profile 350cc, serial number (B)(4), lot number 1004220, catalog number 3501655. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision procedure with saline mentor smooth round moderate profile 350cc and experienced deflation on the right breast implant. The deflation was confirmed via visual examination. As a result, the patient had undergone removal and replacement with gel mentor memorygel breast implant 400cc on (B)(6) 2019.

Manufacturer narrative:
On (B)(6) 2019, device evaluation and investigation findings: the device was received with no fluid. Yellow material was observed within the device and no foreign material was observed on the shell surface. Upon receipt the device appeared intact. Leak testing revealed there was leakage from the valve. No other anomalies were observed. Complaint was confirmed. Review of this event as well as similar events have identified the following possible sources of leakage from the valve of the device: 1. Tissue ingrowth into the valve is a known potential reaction for this device and has been identified as a possible cause for deflation 2. Dislodged valve material from a valve puncture or tear 3. Water soluble crystal like material (residual nacl from the fill solution) 4. External contaminant such as lint, dust, talc, surgical glove powder, drape and sponge lint, skin oils and other surface contaminants deposited on an implant during handling prior to surgery or during preparation of the device for shipment to mentor for evaluation 5. Separated valve material lodged between the valve body and the valve seat most likely the result of damage associated with the diaphragm valve. (Pert 0102) 6. Excess silicone-like material most likely the result of flash, which can be created during the vulcanization of the valve and washer to the shell in the main assembly process. (Pert 0101) 7. Holes (rents, material separation) in the valve possibly due to a rework activity, which was eliminated. (Pert 9902) 8. Holes (rents, material separation) in the valve due to damage done by venting the device during autoclaving when something other than a fill tube is used to vent the device. Mentor product analysis lab was not able to determine when the rent was introduced into the valve of the device. A definitive root cause of the failure could not be determined. The manufacturing record evaluation (mre) of lot number 5817305 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures the severity level for this complaint code was determined to be which is defined as: necessitates intrusive medical or surgical intervention. At this time is not possible to determine the origin of the yellow material observed. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).